Manufacturer narrative:
Retainer ring = unknown. On (B)(6) 2021 the customer reported a pump error 130. Device was received with a missing retainer ring. Unable to perform the displacement and occlusion tests due to the missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. The following were noted during visual inspection: broken reservoir tube lip, missing retainer ring, missing reservoir tube o-ring, cracked battery tube threads, missing serial number label, missing display window cover. Device passed rewind, basic occlusion, and force sensor tests; it failed prime/seating and self tests. No unexpected pump error 130 or rewind anomalies were noted during testing. On the other hand, the device stopped loading prematurely. Self test failed because the vibrator did not vibrate when it was supposed to. The device's pump history file confirms that multiple pump error 130 occurred on (B)(6) 2021 at 4:41 am, 4:49 am, 4:50 am to name the first three. The case was cut open. After visual inspection, there is corrosion on/around the following: battery compartment, battery board; pcba1--j7, j6; bottom of the motor assembly. The motor was tested outside the unit, and it passed. In summary, the customer¿s report of a pump error 130 was not confirmed during testing; however, it has occurred in the past. The prior pump error 130, the loading failure, and the broken vibrator are all due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated they were able to clear the alarm and they were unable to rewind insulin pump. Customer experienced high blood glucose level of 449 mg/dl and was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The insulin pump will be returned for analysis.